Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable. Associated medwatch: 1221934-2018-50060.

Event description:
I was not present for the case but the doctor told me both the anchor broke upon insertion. Tried a different lot and it was successful. No patient consequences. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was retained by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the anchor broke during insertion. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
I was not present for the case but the doctor told me both the anchor broke upon insertion. Tried a different lot and it was successful. No patient consequences. Additional information received by the sales rep via email 5/21/18: the fragments were retrieved with pick ups. There were no procedural or patient anatomy factors which may have contributed to the breakage. Is surgical intervention was not planned. No portion of the device was remained in the patient. The tip of the implant broke. The patient¿s bone quality was hard. The insertion was not off axis. The same bone hole was used to complete the procedure. The implant was removed no debris was left in the patient.